Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, it was observed that the mandrel becomes disconnected from its respective connection and, afterwards, when attempting to remove it, it cannot be withdrawn manually from the nephrostomy catheter. A surgical instrument (hemostatic forceps) is required to remove it. This situation represents a significant risk, as it may lead to the inadvertent removal of the guide, with potential associated surgical complications. Successive and serious failures and shortages of surgical material that hindered the procedure and caused harm to the patient. It was noted in the surgical report that the patient in prone position. Ultrasound of the right kidney performed and location and orientation of the lumbar puncture identified. Right renal puncture with needle under ultrasound guidance. Left nephrostography performed by instilling contrast into the excretory tract under fluoroscopic control, visualizing dilated ureter and calyces. Fragmentation of the (non-coloplast) guide wire, which cannot be completely removed. Replacement of new guide wire after new pyelography. Dilation of the tract and insertion of the nephrostomy catheter. Breakage of the mandrel at the nephrostomy insertion site. Complicated nephrostomy placement due to material failure. Fixed with 2/0 nylon suture.